Event description:
Pt has been a nurse for the last 30 yrs and has used latex gloves during the course of her career. Right now the home health agency she works for uses medline mfg gloves. Pt has the following reactions when using latex gloves: swelling. Cracking and bleeding of hands. Pt reacts in this manner to any products that contain latex.